Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the synchron lxi 725 clinical system for two patients. Two patients when tested gave accutni results of 1.20 ng/ml and 3.15 ng/ml. Upon repeat on a different instrument they gave results of 0.21 and 0.00 ng/ml respectively. The erroneous results were reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc performed prior to and after the event met specifications. System checks performed on (b)4) 2009 all met specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse ran diagnostic testing which met specifications. Fse performed a major preventive maintenance (pm) and verified the system. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.